Manufacturer narrative:
Continuation of d10: product ID m995402a001, serial# (B)(6), product type product ID 97745 lot# serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial/lot #: (B)(6), this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 h3: analysis of the m995402a001 battery serial number (B)(6), revealed due to the board in the battery case being tilted and an electrical issue with failure to reach full battery capacity. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that the patient's controller completely went out on them over the weekend. Caller stated that it won't do anything. Caller stated when they plug it into the ac power supply, it will turn on and show it's charging for a moment, but then it says "finished." Caller stated once they unplug it from the ac power supply, the controller shuts down. Caller stated they can't get it to turn back on or charge their implant. Caller stated they keep the controller in a drawer and went to go see the battery level when they realized it wasn't working. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed controller is 40% and implant is 30%. After a minute, caller said the screen changed from "recharging" to "finished" and the green light stopped blinking. Caller disconnected the controller and said the screen was black and unrespon sive. Caller commented that they just got this controller not too long ago. Caller deniedany visible damage to the connection pins. The issue was not resolved.